Manufacturer narrative:
A batch record review indicated no discrepancies could be found. A used physical sample has been received and evaluated. A visual inspection was performed and showed no obstruction. Also, no obstruction was evident when the cuff was inflated with pressure 20cm h2o, and 30cm h2o during testing. During the investigation, the reported issue was replicated and obstruction could only be seen when the pressure reached 40cm h2o. A review of the complaint trend for the past three years (2013 to 2015) was performed and no negative trends were observed. All manufacturing activities, process settings and parameters were reviewed and confirmed as being within specifications. The investigation associated with non-conformance has been approved and completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 11, 2016.

Manufacturer narrative:
No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 24, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm has been reported. The reporter stated that the product had been decontaminated and was available to be returned for inspection. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 19, 2016. (B)(4).

Event description:
It was reported that the "inner wall of the et tube delaminated, resulting in decreased gases entering the patient's lungs during use." No further details have been provided.

Manufacturer narrative:
The reported additionally stated that the product was used for approximately 4 hours. It was stated that the patient was not affected by the reported event. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 09, 2016.